Event description:
A medtronic rep reported that the doctor alleged being inaccurate in a navigated spine case where placing six screws. The doctor felt too far lateral after placing the third screw; he continued and placed the fourth screw. After placing the fourth screw a confirmation spin with the o-arm was taken. The screw showed 4mm lateral and outside of the pedicle in the spin, the surgeon corrected the placement of the fourth screw and continued to place the fifth and sixth screws. On the confirmation spin at the end of the procedure, the surgeon determined that one of the last two screws placed was too deep and removed it. He did not place that screw again. There was no negative impact to the pt reported.

Manufacturer narrative:
A medtronic rep on-site performed a system eval and was unable to replicate the issue.